Event description:
It was reported that the customer was receiving alarms on his insulin pump, which may have been threshold suspend alarms as a result of inaccurate sensor readings. The sensor gave a reading of 64 mg/dl while the customer's blood glucose was 102 mg/dl. Insertion and calibration techniques were discussed. Another sensor reading was 75 mg/dl while the customer's blood glucose was 110 mg/dl. It was also reported that the customer had a blank screen on the sensor graph at one point. At the time of reporting the issues, the customer's blood glucose was 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.